Manufacturer narrative:
Updated fields: h6 and h10. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is probable that the image sensor unit is damaged (disconnection) or the mounting components of the circuit board are damaged. However, since no device malfunction was confirmed during evaluation, the definitive root cause of the reported issue could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that there was a no image issue while using the endoeye flex deflectable videoscope. There was no patient harm associated with the event.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. Evaluation findings include curved rubber scratches on the bending section cover, the curved rubber adhesive was missing, the video connector was cracked, and there was deformation to the light guide cover glass. The investigation is ongoing and follow-up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.